Event description:
On (B)(6), information was received from the healthcare professional (hcp), via a manufacturer representative (rep). It was r eported the catheter replacement did solve the hygroma, and the patient was getting good pain relief now.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter; ubd: 03-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 4 mg/ml of hydromorphone at 0.2 mg/day and 10 mcg/ml of baclofen at 0.5 mcg/day via an implantable pump. It was reported on (B)(6) 2020 the patient fell and there was a hygroma at the spinal entry site so there was concern the catheter may have come loose. The healthcare provider (hcp) decided to replace the catheter on (B)(6) 2020. During the revision, the hcp removed the pump and reported that when they would push on the pump it would click in and out, and they could bend it. It was also reported the physician had a hard time getting the catheter off the port. Troubleshooting considerations were reviewed for the pump. No symptoms were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. The previously reported device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-20, additional information was received from the manufacturer representative (rep). Clarification regarding the concern the catheter may have come loose was requested. The rep stated, "on opening catheter insertion site, catheter looked ok, but the hcp chose to error on cautious side and replace entire catheter. There was some fluid build-up around site, but he thinks it was trauma to tissues." Clarification regarding the diagnostics/troubleshooting related to the pump clicking in and out was requested. The rep stated, "we emptied drug from pump, filled with saline full, then removed all successfully. The clicking was gone when we tried it. Replaced drug in pump and re-implanted." The pump was left implanted. The cause of the patient's fall was due to the patient slipping.